Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged to replace the pump with one featuring updated software. The customer was instructed to put the defective pump into storage mode and return it using a pre-paid label within 10 days. The customer acknowledged and understood the instructions and delivery details.